Event description:
The pump was returned for investigation. Investigation revealed that the display screen is dim and discolored. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen is dim and discolored. The display was replaced with a test display and the contrast returned to normal with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).